Event description:
It was noted that there was a crack on one side of the over pouch of the set. This was noted before patient use as an out of box failure. The customer was dissatisfied with the quality of the cartons and the overpouch; they thought it was less firm than before. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). No sample was received, but a photo was received from the customer and was evaluated. The crack in the over pouch was confirmed based on the review of the pictures. There was a tear which had gone through the bag that was located almost in the middle of the bag where the word sterile is and right above all the different language definitions listed on the overpouch. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor this product line for trends and will take corrective/preventive action as appropriate. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.